Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-03006. It was reported, the pt was experiencing increased recharge burden in addition to not receiving effective stimulation in his back. Subsequently, the pt's scs ipg was replaced and an additional scs lead was added. The issues have resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.